Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One small needle- suture piece and one suture piece outside its packaging were received for analysis. Product code sxpp1a406. Additionally, two photos were provided, and it showed the same condition as the samples received. During visual inspection of the returned sample, the swage and attachment area were observed as expected; however, significant tool marks were noted on the body that appear to be caused by a surgical instrument were observed on the body needles. One suture piece was noted to be still attached to the barrel hole of the needle. Overall, no needle pull-off was observed. The functional test was not possible because the suture was received with a short length. The suture pieces were examined, and the extremes of the sutures were noted to be cut probably, and crimping marks were present on the surface, caused by a surgical instrument. In addition, body fluids were noted along the strands. The other sections of the sutures were not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: ¿ what was the name of the procedure? Unk. ¿ what was the procedure date? Unk. ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? No. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and barbed suture was used. T was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.